Event description:
Device issue: none. Adverse event: stent edge restenosis requiring medical intervention. Onset of adverse event: 17 months post procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the predilated distal left circumflex artery with one xience v stent and the predilated mid left anterior descending (lad) artery with one xience v stent. On an unspecified date in (B) (6) 2008, the pt experienced chest pain that required hospitalization. A diagnostic coronary angiography with revascularization was performed on (B) (6) 2008, in the proximal lad due to stent edge stenosis. A non-abbott stent was used for treatment. Abbott vascular medical safety monitor assessed the revascularization as occurring in the target lesion. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.